Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged time/clock anomaly and boluses and cannulas not recorded in the daily history found on (B)(6) 2023 the pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the basic occlusion test at 4.5 lbs, and pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Programmed pump to deliver a 2.0 u cannula, and bolus deliveries of 2.0 u, 10.0 u, and 25.0 u, all deliveries successfully recorded in the pump memory. No time/clock anomaly was noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and pcba 1. The following were also noted during visual inspection: battery cap contact damaged, scratched case, cracked keypad overlay, pillowing keypad overlay, and corroded battery tube. Battery cap contact damaged was confirmed. Time/clock anomaly and boluses and cannulas not recorded in the daily history were not confirmed during testing. Moisture damage was confirmed found on the battery tube, pcba 1, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer that the boluses she made did not appear unto the daily history. Troubleshooting was partially performed. The customer said did not do any changes on the pump and no errors no battery replacement lately. The customer did the self-test, and the test was passes but the customer was not confident with the pump. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The pump was returned for analysis.